Manufacturer narrative:
Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring reservoir tube, and cracked case at reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the ring that held the reservoir cracked and the reservoir did not lock inside the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.